Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead showed multiple episodes of noise artifact. The patient presented for a ra lead revision. During lead dissection for explant, the physician noted the inner insulation did not need to be cut but appeared to be already severed or compromised. The lead was explanted and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The connector portion measured 5.6 cm while the distal portion measured 48.4 / 48.7 / 50.5 cm (outer insulation/ inner insulation/ inner coil). Visual inspection found full breached outer insulation degradation distal to connector boot. A full breached outer insulation degradation was found at 4.5 ¿ 4.6 cm from the connector pin. The cause of noise was due to outer insulation degradation. Other damages found on the lead are consistent with procedural damage.